Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported kinked (bent) shaft and shaft detachment were confirmed. The reported shaft leak could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly tortuous, moderately calcified mid left anterior descending (lad) coronary artery. The 2.5x23 mm mini vision stent delivery system (sds) was inserted through the tuohy when a small kink was noted on the shaft of the sds. The procedure continued and the sds was inflated to 12 atmospheres of pressure in the lad, but the device did not hold pressure. The sds was removed, but only the proximal 1/3 came out. The distal 2/3 of the sds catheter had separated in the patient, but was successfully removed with a snare. It is suspected that the kink noted earlier became further compromised and was the point of the catheter separation in the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided